Event description:
This patient was noted to have non-functioning port-a-cath in her physicians office. She was schedulted for a contrast study to check for placement. This evaluation revealed transection of the catheter. It further identified a migration of the catheter 8-10cm into the right ventricle. The patient was asymptomatic. The catheter piece was removed without difficulty and a new catheter was inserted. The patient was discharged on 12/30/93.